Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm, noted past issues with consecutive cartridges, and resolved to replace the pump. Caller was informed about the upcoming pump, which would have updated software, and was instructed on proper return and storage procedures for the current pump. Additionally, caller was advised to set up the replacement pump's settings and connect their continuous glucose monitor. There was no current backup available for insulin delivery, and caller planned to contact their healthcare provider. A pump with updated software was sent, and caller requested a signature upon delivery.